Event description:
The hospital reported that while cleaning the bom 7mm extended length endoscope, they noticed a crack in the eyepiece and it appears to be loose.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).